Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to change from leading material to involved component. All information regarding this case is updated in 9610612-2021-00506 (400518965 - (B)(6)). Updated b5 + d10: involved component. Updated h6: codes. This is a similar device report, a similar device of the reported device was sold to us the reported device is not marketed in the us. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 3 similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Correction: leading material 9610612-2021-00524 (400520367 - (B)(6)) was changed to involved component after investigation. Involved component: (B)(6) - disposable suction/irrig.valve w.spike - lot 6542005019 . Associated medwatch-reports: 9610612-2021-00506 (400518965 - (B)(6)), 9610612-2021-00524 (400520367 - (B)(6)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. This is a similar device report, a similar device of the reported device was sold to us the reported device is not marketed in the us.

Event description:
It was reported to aesculap ag that a disposable suction/irrig.valve w.spike (part # pg037su) was used during a procedure performed on an unknown date. According to the complainant, the water leaked from around the connection between the handle and tube, and subsequently flooded it. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00506 ((B)(4) - pg037su); 9610612-2021-00524 ( (B)(4) - pg037su).